Event description:
Information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a "defective stimulator." The attorney further claims the patient was told the implantable neurostimulator (ins) had a "9-year device life," and further claims the ins "failed well before the expiration of nine years."

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.